Event description:
Needle pull off. Customer reports that suture/needle separated very easily during an unspecified dental procedure. Incident had no adverse consequence to the patient. Note: outcome to patient does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.